Event description:
It was reported that this peritoneal dialysis (pd) patient reported he was hospitalized due to peritonitis. During the hospitalization, the patient had a stroke and subsequently passed away. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. The culture results are not available and no antibiotic information is known. The patient had the pd catheter pulled (date unknown). The patient was transitioned to hemodialysis. On (B)(6) 2025 the patient had a stroke (type unknown). The stroke was unrelated to dialysis or any fresenius product(s). The patient did not have any history of prior stroke. The patient subsequently passed away on (B)(6) 2025. The cause of death was related to complications from the stroke. The stroke was not related to the peritonitis event. The cause of the peritonitis is unknown. No further information was available.

Manufacturer narrative:
Correction provided in g4. Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs of touch screen being misaligned (physical damage). There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. Review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: g3 - the date received was incorrectly reported on the initial submission of this MDR as 09/26/2025. The correct date is 09/23/2025.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported he was hospitalized due to peritonitis. During the hospitalization, the patient had a stroke and subsequently passed away. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. The culture results are not available and no antibiotic information is known. The patient had the pd catheter pulled (date unknown). The patient was transitioned to hemodialysis. On (B)(6) 2025 the patient had a stroke (type unknown). The stroke was unrelated to dialysis or any fresenius product(s). The patient did not have any history of prior stroke. The patient subsequently passed away on (B)(6) 2025. The cause of death was related to complications from the stroke. The stroke was not related to the peritonitis event. The cause of the peritonitis is unknown. No further information was available.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported he was hospitalized due to peritonitis. During the hospitalization, the patient had a stroke and subsequently passed away. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. The culture results are not available and no antibiotic information is known. The patient had the pd catheter pulled (date unknown). The patient was transitioned to hemodialysis. On (B)(6) 2025 the patient had a stroke (type unknown). The stroke was unrelated to dialysis or any fresenius product(s). The patient did not have any history of prior stroke. The patient subsequently passed away on (B)(6) 2025. The cause of death was related to complications from the stroke. The stroke was not related to the peritonitis event. The cause of the peritonitis is unknown. No further information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between pd therapy and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The patient¿s reported stroke and subsequent death from complications of the stroke were not related to the peritonitis event or the use of any fresenius product(s) or dialysis therapy. People with eskd had more than 3-fold increased risk of stroke death compared with age- and sex-matched people in the general population, predominantly from hemorrhagic stroke.